Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the site could not get the monopolar or the bipolar energy to work from the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple erbe errors, including error m-02. The tse had the site power cycle and hard power cycle the erbe. The erbe errored at power up. The tse talked the customer through using a force triad generator in place of the erbe, and the customer continued with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the vio integrated electro surgical generator unit was not supplying energy, an investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and found that the iesu errored on power up. The erbe was replaced to resolve the issue. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the vio iesu not working is due to a component failure. This is considered a reportable event due to the following conclusion: the vio integrated electro surgical generator unit was abandoned after the start of the procedure due to performance issue. The procedure was completed using a third-party generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.